Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the 8mm maryland bipolar forceps instrument's wires were suddenly exposed and the instrument did not work anymore. The customer used the same instrument to complete the procedure. The procedure was completed with no reported injury.